Manufacturer narrative:
The device was returned to olympus for evaluation. The device was plugged into a g400 generator. The generator correctly identified the forceps and set the default power settings to vp1/30w. At default settings, the device was activated on a saline-soaked paper towel. Both jaws energized, producing steam. The effect was replicated at 10 and 40 w. The reported malfunction could not be reproduced. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the device exhibited no output when tested prior to use (outside of the patient) in a gynecological laparoscopic procedure. The device was replaced with a non olympus reusable molly forcep. The intended procedure was completed. There was no patient harm or impact reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. The device evaluation and a review of the device history record (DHR) were conducted during this investigation. The device evaluation was provided in the initial report. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The reported malfunction could not be reproduced. No problem was detected with the device. Olympus will continue to monitor the field performance of this device.